Manufacturer narrative:
Method code (process evaluation): medical review. Results code (evaluation result): per medical review - accurate determination of anterior segment dimensions is key to avoidance of central and/or peripheral contact between the icl and the crystalline lens. The method of icl sizing for this patient is not known. The report also provides no specific information on the degree of vaulting, or the cause of inadequate vault. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The surgeon is planning to explant the lens due to inadequate vaulting and exchange for a longer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens remains implanted.(B)(4)

Event description:
Additional information received - the reporter stated the problem of inadequate vaulting resolved itself over time and the lens remains implanted. The patient is doing well.

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).